Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was implanted in a patient. The patient's activated clotting time (act) levels was 300 and heparin was administered. On (B)(6) 2023, it was reported that the patient had pericardial effusion and underwent a pericardiocentesis and 600ml of fluid was drained. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient's activated clotting time (act) levels were 300 seconds. Imaging received appeared to show slight effusion noted pre-procedure, tsp not optimal and therefore not coaxial to laa requiring additional sheath manipulation within the appendage. Sheath placement was very deep as well as ball configuration possibly increasing the risk of effusion. Lobe movement post disc deployment. Final position acceptable but disc overriding the mitral anulus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could be procedure related, however could not be confirmed.